Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. The device and leads were checked and were noted to be fine. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range (oor) pacing and shock impedances. The shock lead impedance has been showing a rising trend and the pacing/sensing impedance has been oor for some time. The pacing thresholds have been within expected values. It was recommended to increase the shock impedance values and delivering a max energy synchronized shock in case the values become higher. The rv lead remains in service at this time. No adverse patient effects were reported.